Event description:
It was reported by the patient that they developed a wound infection at the implant site. The patient stated they received antibiotics but continue to have pain at the wound. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)